Manufacturer narrative:
(B)(4). Date sent: 10/2/2020 d4: batch # unk investigation summary the analysis results found that the mcs20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining four clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information or device has been received. If the device or further details are received at a later date a supplemental medwatch will be sent: did clips not hold on to tissue or vessel once placed? Did a clip cut the vessel? Was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? Were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that during an unknown procedure, when a clip was fired, scissoring effect was occurring (failed to hold tissue). The surgeon removed malformed clips from the patient and used new clips and finished the surgery successfully. Patient consequence was not reported.